Event description:
It was reported that during a distal pancreas case was performed on (B)(6). Post-op patient was suffering from kidney ailment, discovered bleeding at splenic vein on (B)(6). Potentially related to staple line. Patient still in hospital.

Manufacturer narrative:
(B)(4) date sent: 7/8/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what was the approx. Thickness of the splenic vein? Notmal. Was there any excessive fibrosis of the parenchyma? No. What was the indication for the procedure? Nuero-endocrine tumor. Was the splenic vein taken with the pancreatic parenchyma in a single firing? Yes. If the procedure was for a tumor related procedure, where was the tumor located compared to the firing? Neck of the pancreas. Any evidence of pancreatic fluid leak? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.